Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. A labeling review was performed adverse events are anticipated in the instruction for use as potential complications that may be associated with the use of the device. Risk review was completed and confirmed that the events of "device obstruction within device", "infection" and "abscess" were defined in the risk documentation and are documented. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Medical review was performed; it was reported that "one chamber" clogged during injection but some hydrogel was successfully implanted. The physician thought the clogging was potentially related to the infection; clogging of the device is anticipated per the risk documentation, but gel clogging would not directly result in an infection. Infection is a potential risk for normal device placement without any device issues. Therefore, this investigation is assigned the most probable cause classification of "known inherent risk of device." Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Imdrf patient code (B)(6) captures the reportable event of infection. Imdrf patient code (B)(6) captures the reportable event of abscess.

Event description:
It was reported that after the spaceoar placement procedure, the patient experienced some complications that required to be hospitalized, the patient underwent a computed tomography (CT) scan that showed an infection. The physician decided to place a transguteal catheter to drain abscess. It was noted that during the injection one site clogged, therefore the hydrogel was partially placed.

Event description:
It was reported that after the spaceoar placement procedure, the patient experienced some complications that required to be hospitalized, the patient underwent a computed tomography (CT) scan that showed an infection. The physician decided to place a transguteal catheter to drain abscess. It was noted that during the injection one site clogged, therefore the hydrogel was partially placed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e172001 captures the reportable event of abscess.